Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-27. The rep is meeting with the patient because the device is in overdischarge. They do not know if this is the patient¿s third overdischarge. The patient and son met with a different rep last week and couldn¿t bring the device out of the overdischarge due to the patient¿s recharger not being charge. They already performed antenna locator (al) mode but was unable to bring the recharger into a physician mode reset (pmr) screen. Technical services advised that the screen observed was connect but the rep did not wait long enough for the recharger to transition into pmr. Technical services walked the rep through the pmr and reviewed clearing the power on reset (por) and to recharge the device to full. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that nothing further was scheduled since last report. The patient and son were decided between ipg replacement versus full system explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient and the son of the patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s son indicated that they tried to turn the ins off because the patient was feeling shocks when moving around overnight or while sleeping. The shocking was in the hip area. This started 3-4 months ago which could be in (B)(6) 2018 or (B)(6) 2018. The rep was with the patient but was getting no response from the neurostimulator when using the physician programmer. The rep attempted to communicate using the patient programmer and recharger but was unable to communicate. The patient¿s son then said in the background that it has been a while since the controller was used so the batteries may need to be replaced. The patient¿s son then came on the line and said that they tried charging before and manipulating the setting but the equipment was not working or unresponsive. Technical services reviewed that the ins was likely in overdischarge. The rep would continue charging with the patient to try to pull the battery out of the overdischarge. The event date was asked but unknown. It could be longer than 2-3 months. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-22. The rep confirmed an overdischarge. The inability to communicate was not resolved as they were unable to recover the battery. The ins was not on during the visit as it was overdischarged. The cause of the shocking was unknown. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.